Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. There is no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the supplied information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. The elevated accutni+3 result from the patient's first sample (designated as sample one (1)) was questioned when a second sample (designated as sample two (2)) from the same patient generated a negative accutni+3 result. Both samples were repeated on the same unicel dxi 600 access immunoassay system and on the laboratory's alternate access 2 immunoassay system (serial number unknown) and lower accutni+3 results, within the assay's normal reference range, were obtained for both samples on both analyzers. The elevated access accutni+3 result was released from the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result, as the patient was admitted to the hospital and was administered unknown drugs. Quality control (qc), calibration, precision run and system check were all performing within the assay and instrument specifications at the time of the event. The patient's sample was collected in a plasma lithium heparin tube without gel and was centrifuged for five (5) minutes at an unknown speed. No issues with sample integrity were reported by the customer.